Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds and out of range impedance measurements. As a result all of the patients outputs had to be increased which may deplete the device battery quicker than expected. To date, no adverse patient effects have been reported.

Event description:
Additional information was received that this lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.s